Manufacturer narrative:
Evaluation confirmed that an approximately 2" long narrow piece of insulation was missing from the outer sheath. A likely cause for this kind of damage is the instrument coming into contact with a sharp object or another instrument which can result in damage to the insulation. The shaft was also bent.

Event description:
Allegedly, during a gastric sleeve procedure, a piece of the insulation came off the instrument into the patient. The doctor immediately retrieved the piece of insulation. The procedure was completed with no report of patient injury.